Event description:
Philips received a complaint by the customer on the v60 indicating that the touchscreen was unresponsive in the bottom right corner. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer requested the part number of the touchscreen to replace and resolve the issue. The rse provided the customer with the part number of the touchscreen. The customer ordered and replaced the touchscreen, which resolved the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.